Manufacturer narrative:
(B)(4). Patient was born in 1955. The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. The device was filled with 4750mg of fluorouracil and normal saline, totaling 100ml of solution. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). Additional information: combination product, manufacture date: march 12, 2013 ¿ march 13, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 70 ml of fluid within its bladder. No flow was observed when the luer cap was removed from the distal luer. Visual inspection revealed a crystallized substance blocking the fluid pathway at the end of the glass capillary. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.